Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported during preparation, the stent dislodged from the balloon, and was not used in the patient. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results : product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon. There was contrast on the balloon and on the distal shaft. The stent implant was returned dislodged from the balloon. The struts in the proximal end of the stent implant were mangled. The struts of the entire length of the stent implant were crushed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The stent implant outer diameter could not be measured due to the damages noted. Product performance engineering reviewed the incident information and analysis of the returned product, which was consistent with handling of the product. It was noted that the stent implant was returned dislodged from the balloon, confirming the reported stent dislodgement. However, there were crimp marks between the markers of the tightly folded balloon, suggesting that the stent was originally crimped in the correct location at the time of manufacture. The stent implant was returned crushed and there were mangled struts on the proximal end of the implant. This damage was not originally reported and is likely a result of handling the dislodged stent during packaging for shipment back to abbott vascular for evaluation. The stent implant outer diameters could not be measured due to the noted damage. Potential causes for stent dislodgement prior to use, may include, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. It is possible that handling during preparation for use contributed to the reported stent dislodgement. Although there is no indication of a product quality deficiency, a conclusive cause for the reported dislodgement could not be determined. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. This MDR is considered closed by the product performance group.